Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) needed to be rescued externally. Upon interrogation, the device exhibited a shorted shocking message. Upon surgical intervention it was identifed that the header of this device was loose.